Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device indicated a missing set screw.

Event description:
It was reported that during the implant procedure, the lead could not be fixed or placed fully in the connector port. The inside part of the connector and the tip of the lead was cleaned but the device was not fixed to the connector part. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.